Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide the following comments: information provided with the report indicated the device was used with a side-viewing endoscope. The instructions for use for this device contain the following warning: a forward viewing endoscope is required for use with this device. Use of a side viewing endoscope may adversely affect the performance characteristics of the device and/or cause damage to the device. We can report that damage to the device, such as needle detachment, can occur if the device is used through a side-viewing endoscope. Prior to distribution, all gi aspiration needles are subjected to a visual inspection and functional test to ensure needle security and device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified and the information provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a gastro pseudocyst drainage procedure, the physician used a cook endoscopy gi aspiration needle. After several attempts to puncture the pseudocyst through the gastric wall, the nurse withdrew the needle. It was noted that the needle tip was no longer attached to the catheter. Fluoroscopy showed the needle tip had broken off in the pseudocyst. The patient was admitted to the hospital for a 23 hour stay. The needle tip was successfully removed percutaneously. The patient did not experience any adverse effects due to this observation.